Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter alleged that the pump produced a sleep error. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/07/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no evidence of call service alarms. The pump was exercised for 24 hours with no duplicated call service alarms. Unrelated to the initial complaint, the display screen was dim and discolored, and the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.